Event description:
Pain, swelling, feeling of heat at ipg site reported to by the patient. The physician prescribed antibiotics on (B)(6) 2019. Site drainage (B)(6) 2019. Pain, swelling and drainage undetectable and resolved on (B)(6) 2019.